Event description:
Reportedly, the handle was squeezed and remained in the closed position. The surgeon assumed the staples had been fired since the handle was in the closed position. He then transected the tissue and removed the instrument to find the staples did not fire. Pt bleeding occurred requiring that pt had to be transfused with 1 unit of blood. An ileostomy had to be performed.